Event description:
It was reported that a thrombus occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 31mm watchman laa closure device & delivery system (wds) were used. The device was implanted successfully with complete laa seal. An activated clotting time (act) of 187 was noted during the procedure. The patient received aspirin and clopidogrel after the implantation. On (B)(6) 2020, the patient had a follow up examination which revealed a thrombus on the closure device that measured 18x7x13mm. The patients medication regime was changed to apixaban 5mg and aspirin. The patient is expected to fully recover and will have a post treatment follow up on (B)(6) 2020.